Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that during a routine follow up of this cardiac resynchronization therapy pacemaker (crt-p) an increase in left ventricular pacing thresholds was noted and the patient experienced syncope due to pacing failure. The patient regained consciousness and the measurements were once again taken with high outputs. The values had once again changed. The follow up was completed and no further changes were made.